Manufacturer narrative:
(B)(4). Product not returned and batch not communicated with the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Batch not communicated.

Event description:
It was reported that during surgery, optipac 80 rbc system, monomer liquid wasn´t pulled into the cartridge, so that the product could not be used, despite correct handling.